Manufacturer narrative:
Date sent 12/09/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg procedure, the staples of the acral part of the cartridge were malformed at the sixth firing. Another device was used to complete the case. There were no adverse consequences to the patient.